Event description:
It has been reported that the catheter repair kit was being used on a (B)(6) male patient in the dialysis unit with a medical history of diabetes, hypertension, and chronic renal failure. Africa was telephonically informed that this same patient again developed a leakage of blood from the venous (blue) port during hemodialysis. The leakage was small enough for the hemodialysis to be continued via existing hubs. The patient will have to have a replacement of the hub assembly before the next hemodialysis session. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional becomes available.